Event description:
A report was received that a patient was experiencing difficulties charging the ipg. A review of the patient database revealed that the ipg was exhibiting premature battery depletion. The patient is expected to undergo a revision procedure to replace the ipg.